Manufacturer narrative:
Prime rewind alarm occurred during occlusion test, due to loose or protruded drive support disk. A cracked reservoir tube lip, cracked battery tube threads, minor scratches on display window, and cracked case near display window corners were noted during visual inspection. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that a prime rewind alarm was received during priming. The customer's blood glucose was not known. Nothing further was reported.